Event description:
During surgery, the robotic instrument was inserted into the patient's abdomen and the surgeon noticed that the cable on the instrument was sheared and broken. Instrument was removed from field and tagged. It was sent to spd- sterile processing department and placed in the damaged instrument bin and the robotic leader acquired it and filled out the necessary reports. Instrument will be sent back to manufacturer.